Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were unresponsive. The blood glucose reading was 10 mmol/l. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces on act button. No button error alarm during testing.